Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) system experienced oversensing and intermittent pacing pauses during coughing and deep breathing. The device sensitivity was reprogrammed (made less sensitive) and no further oversensing and pacing pauses were noted.